Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted:(B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported by the patient that the device was not working as it should. No outcomes or interventions were provided. Relevant medical history included degenerative disc disease. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.